Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet indicated an empty cartridge and, during troubleshooting, it was discovered the patient had unintentionally performed a factory reset and entered setup, resulting in a temporary interruption of insulin delivery until the device was reconnected and insulin delivery resumed; education was provided on system behavior for elevated glucose and correction bolusing. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included customer interview, device use review, and troubleshooting with education. Investigation of this case revealed that insulin delivery was interrupted due to an inadvertent factory reset during setup, with successful reconnection and return to therapy; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.